Manufacturer narrative:
MFR estimates this problem was occurred in approx .03% of pts receiving this device efforts to reduce its occurrence are continuing. This MDR filling is beyond the 30 day reporting time because our initial investigation deemed the incident was not reportable. We initially concluded that the surgical intervention was not performed to preclude permanent impairment of a body function or permanent damage to a body structure. This event is being reported at this time as a result of a recent FDA inspection of our mfg facility where the FDA representative observed this event to be reportable.

Event description:
Pt reported some pain and discomfort after implantation. The device was removed from the pt. During the surgical removal, it was observed the device had a separation of the nitinol frame component of the device. The device eval revealed surface irregularities and cable separation caused by fatigue fracture.